Event description:
A "poct" reported that 2 or 3 weeks ago a pt with hypoglycemic symptoms was tested on a surestep meter with a result of 70mg/dl. 10-15 minutes later, a venous lab result was 40mg/dl. The pt was treated based upon the lab result. A similar incident on an unresponsive pt, the surestep meter read 93mg/dl while a lab result 20 minutes later was 37mg/dl. The pt was treated with d50.